Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Blood glucose level was not impacted as the pump had not began to be used for insulin therapy. Reportedly, the customer reverted to manual injections for insulin therapy.